Event description:
Information was received indicating that the cadd solis vip pump failed the occlusion test. There was no adverse event reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue. The device had no fault found with it. The downstream occlusion sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that the issue occurred during "in house" testing on the fluke ida 5 and there was no patient involvement.